Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sweating, sleepy, stomach ache. The pt's family member reported receiving error on the meter. The meter allegedly was "prompting error 2". The result on the meter was unknown. A result of 51mg/dl was reported but the source is unknown. There were no results reported from any other source. Thre was no comparison between pt's meter and any other device. There was no treatment. No further info has been reported.